Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open liver lobes and gallbladder resection procedure, the surgeon able to press the green button but unable to squeeze the handle and the device did not fire. The surgeon ended up just using a ligature around the base of the liver lobes. There was no patient injury.